Manufacturer narrative:
Result: motion interrupt pan.

Event description:
It was reported by service report that the motion interrupt pan and side rail panels were broken. Their were also worn warning labels. No pt involvement or adverse consequences are reported.